Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that after successfully taking two navigated spins with the imaging system, the system was brought out of the room and the unit was closed. However, when attempting to bring the unit back in for a post-spin, the status on the pendant indicated that the gantry was open, but the gantry remained closed. The gantry was stuck, did not open when prompted. Eventually it opened. The site had to manually open the gantry using the emergency door opening procedure. There was no patient involvement.

Manufacturer narrative:
H3, h6: the system was serviced in the field by a medtronic representative. No failures were found. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.